Manufacturer narrative:
Product analysis as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. It is likely the severe vessel tortuosity may have contributed to the reported issues. (Nikkhs2 2025-09-02) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the proximal section of the catheter. There was no issues that resulted in the damage that was found. The pipeline was not placed in a vessel bend when it failed to open. To open the pipeline was re-retrieved and deployed again. The stent did not encounter any resistance.

Manufacturer narrative:
Continuation of d10: product ID rfx072-115-08mp (lot: b716674); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left side, c6 aneurysm with a max diameter of 4mm and a 4mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 3.75mm distally and 5.48mm proximally. The access vessel was the femoral artery, with 7mm diameter. It was reported that after normal hydration, the pipeline flex ped stent was delivered and deployed. The stent tip was opened at the m1 straight section. To ensure smooth opening, the navien was pushed to go upper above c5. However, during the process of pushing the stent to go upper, the navien was kinked and could not be pushed to go upper further, so a new navien was used instead to continue the operation. The stent could not be opened even after being deployed for a long distance in the m1 straight section. After the surgeon retrieved it, it was reopened and deployed. However, under the x-ray, it was observed that the stent tip was damaged and had an eagle-beak shape, so it was replaced with the ped-475-25 again, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.